Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated some of the tips are bent and he can't use them, so he moves on to the next one. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per clarification received from liberator on (B)(6) 2026, patient used intermittent catheter.

Event description:
It was reported that the patient stated some of the tips are bent and he can't use them, so he moves on to the next one. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per clarification received from liberator on 19-feb-2026, patient used intermittent catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.